Event description:
As reported, the patient had a left total hip arthroplasty (tha) performed. Postoperatively, in recovery, x-rays showed the femoral stem component exiting through the posterior femoral canal wall. The stem was not in position. The patient was scheduled for a revision tha and femoral stem removal and reimplantation of a monoblock femoral hip stem. The patient was revised and the femoral head and stem were removed and a monoblock stem and femoral head were implanted and confirmed on x-ray intraoperatively. There was no reported breakage of a device and 15-30 minute delay. The patient did not experience any adverse events as a result. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. Concomitants: 6764138 01-030-01-0862 - alt cup clstr g8 sz 62 a329918 01-030-40-0840 - alt xle lnr ntrl g8 40 a443579 170-40-93 - biolox delta femoral head 40mm od, -3.5mm s206138 180-65-30 - alteon 6.5mm screw, 30mm.

Manufacturer narrative:
Additional information: the initial procedure was performed through an anterior approach. The revision procedure was performed through a posterior lateral approach. Correction: h6.